Manufacturer narrative:
Investigation summary: the customer issued a complaint for a detached syringe detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Event description:
It was reported that a ultrasafe plus x100l png clear had the safety device separate before use. The following was reported by the initial reporter: "the syringe fell out of the safety device. This happened before the injection could be performed. This was reported by the end user for one unit of buvidal 128mg/0.36ml, batch x0062a, expiry 03/2022."